Event description:
Patient with hm3 lvad with chronic driveline infection and prior bleeding events. Patient admitted with new gi bleed requiring blood product administration. Patient on coumadin, goal range 2.0 - 3.0. Patient's inr upon admission 3.7.